Event description:
Subsequent to the initial MDR report, additional information was received, indicating that the patient died on (B)(6) 2020, approximately 1 month post mitraclip procedure, of causes related to cardiogenic shock. Per physician, the patient death was unrelated to the implanted clips and is related to patient comorbidities, as the patient needed a heart transplant and had been in the intensive care unit. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not identify any similar incidents reported from this lot. Based on the information reviewed, the reported difficult to open or close (gripper actuation issue) was likely a result of excessive curves applied to the device due to the anatomical challenges resulting in the reported user experience; therefore, due to user technique/procedural conditions. The reported difficult or delayed positioning (leaflet capture) was a result of the reported gripper actuation issue and the challenging anatomy likely contributed to the reported issue as well. Therefore, the reported unrelated death was due to patient comorbidities. The reported additional therapy/non-surgical treatment was a result of case specific circumstances as additional clips were implanted. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The customer reported the device is not returning. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed for gripper actuation issues. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4+. The clip was advanced into the patient anatomy and was able to grasp both leaflets. The lock lines and gripper lines were tested and no issues were noted. The lock line cap was removed and the lock lines were unwound; the physician then noted that the posterior leaflet had come out of the clip. The "o" rings were then re-placed on the device and the lock lines were re-wound. The lock line cap was put back on. The gripper lever was unlocked and pulled back to raise the grippers; however, the grippers would not move. The gripper line was grasped by hemostats and the gripper line was wrapped around the hemostat for added stability. An attempt was made to raise the grippers, and the grippers raised a small amount. The anterior leaflet came off the clip. The device was then able to be removed from the patient anatomy. The procedure continued with implantation of two clips, reducing the mitral regurgitation from grade 4+ to grade 2. There was no adverse patient effect or a clinically significant delay in the procedure. No additional information was provided.